Event description:
When physician recapping needle, the needle went through cap and stuck physician. Physician reported concerned that the needle shouldn't pierce the cap as easily as it did, he tested another type of needle and took extreme pressure to pierce. There were no concerns with physician skill and recapping sinal needles was reported as a common practice. The product was not saved.